Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a loss of capture (loc). The presenting electrogram (egm) shows a loss of capture (loc) observed on the left ventricular (lv) lead. Subsequently, additional information was received indicating that the patient is currently undergoing radiation therapy for cancer and the system will be reviewed at the next routine follow up. This system currently remains in service and no adverse patient effects were reported. Subsequently, additional information was received indicating that the right ventricular lead exhibited high out-of-range (oor) shock lead impedance (sli). The 12-month trend data showed variable impedance values between 81 ohms and 127 ohms. Technical services (ts) recommended a more thorough examination of the lead, including a review of the alert cut-off. The issue will continue to be monitored. This device remains in service and no adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a loss of capture (loc). The presenting electrogram (egm) shows a loss of capture (loc) observed on the left ventricular (lv) lead. Subsequently, additional information was received indicating that the patient is currently undergoing radiation therapy for cancer and the system will be reviewed at the next routine follow up. This system currently remains in service and no adverse patient effects were reported.